Event description:
It was reported that approximately one week after pump implant, the pt developed a fever of 38.4 centigrade and a headache. The pt was administered penticillin 4 g/day beginning in 2008. The hcp reported that the pt had recovered by the following month.